Event description:
Reporter stated that customer received the following results on the aviva system within 1 minute: 10.8 mmol/l and 1.9 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been used up and will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.